Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer uses cold insulin and does not use an insulin filled syringe when removing air from the cartridge during the load sequence. Tandem clinical support educated the customer on proper insulin usage and load procedure.